Manufacturer narrative:
Concomitant products: product ID: 3888-28, serial# (B)(4), implanted: (B)(6) 1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). The patient stated ¿the one in 1978 (believe referencing device from 1997-first device) changed leads and stated it was installed in 1997¿. The patient further stated the leads actually got ¿split/ripped/crimped, they didn¿t know, but said something happened so the lead had to be replaced in 1998 along with the stimulator¿. It was indicated that the wires had not been changed since as it could still be used with the new stimulator. The patient asked if they could have an MRI (unrelated to their device/therapy) since their leads were older than the stimulator. It was indicated that the information the patient provided was very confusing. Patient services tried to clarify the information and the patient confirmed the initial ins was implanted in 1997 and the lead split, so both the lead and stimulator were replaced in 1998 at (B)(6). The patient further stated, ¿like they were getting into a tight spot and they said the stimulator was not implanted deep enough they guessed and it aggravated that cut on the tight area¿. The patient stated the lead pulled away from their body a little bit. Patient services tried to clarify the event date and the patient said everything stopped working. They tried to clarify the date again and the patient stated that it was probably like two months before the surgery. The patient stated that they did not know the lead was split and the doctor did not know either. The patient said they did not know the date of when the lead slit, but in 1998 they did a total revision of the stimulator and the lead, because the wires were damaged. It was confirmed that in 1998 when they went to implant the new stimulator or ¿whatever date that was on the card,¿ that was when the hcp noticed that the implant was not deep enough. The patient stated that the healthcare provider (hcp) told them the reason for that was because the stimulator was not even implanted into the pocket deep enough. The patient stated they remembered the doctor explaining all these thing to the manufacturer representative (rep) and them putting all the wires in a bag and handing it to the rep. The patient noted that the device was replaced. It was asked but was unknown when the lead was split/wire was damaged. It was asked but was unknown when everything stopped working, but they stated it was one month before the 1998 revision surgery. It was also asked but was unknown when the issue of the stimulator not being implanted deep enough occurred, but stated it was when the hcp went to implant the new stimulator and whatever date was on their card which they later confirmed was in 1998. The patient indicated that a rep was made aware of the surgery in 1998 and the patient mentioned ¿you are awake during surgery¿. No further complications were reported/anticipated. On 2018-03-16 lfc (hcp): no new information.